Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Additionally, it was reported that multiple cartridge alarms occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.